Event description:
Same case as #2134265-2008-02314. It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The lesion was located in a heavily calcified vessel. A 3.0x12mm maverick balloon was advanced to the target lesion and inflated to 8 atms when it ruptured. A 3.0x12mm quantum maverick balloon was also used during this procedure and ruptured at 10 atms. The procedure was completed with a cutting balloon and a 2.5x12mm taxus express2 stent was placed. No pt complications were reported. Patient status is satisfactory.

Manufacturer narrative:
Product analysis confirmed the balloon burst stated in the complaint. The balloon catheter was returned in a deflated state and blood was present in the balloon. The device was inflated and a pinhole was located in the middle of the proximal markerband location. Visual and microscopic examination of the material surrounding the damage did not reveal any inherent deficiencies that would have contributed to the incident. It was not possible to determine exactly how or when the damage occurred. It should be noted that there was no evidence of manufacturing defect or anomaly within the manufacturing records reviewed for the reported batch. The most probable root cause will be considered operational context, due to the likelihood that the reported damage is attributable to procedural factors and/or interaction with pt anatomy or other devices, and due to the lack of evidence indicating a device related root cause. There is no evidence of any material, manufacturing, or performance specification non-conformances relegated to the complaint device.